Event description:
The distributor reported that during their inspection they found the pull tab missing on panel a. There was no pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned unit found an open slider body on the pt access of panel side a and a 1/2 inch tear on the pt access of window side d. Note: posey instruction for use say to test that all zippers open easily and close securely and there are no gaps or openings when pressure is applied along the entire length of each zipper. Always use the zipper pull-tabs and ensure that zippers are fully closed. Never try to rip a panel open, as this may damage the access panel or the zipper slider by bending it open. If a zipper slider is damaged or if zipper teeth are broken or missing, the zipper may not close securely and the pt will be able to open the panel and fall. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never use the bed if a zipper slider is damaged or the pull-tab is missing or broken. (B)(4).